Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported a frozen screen and unresponsive keys on her daughter's insulin pump. The daughter's blood glucose was 150 mg/dl. The mother stated she was attempting a bolus when the display became frozen. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).